Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional observation related to the customer reported complaint: the instrument was found to have a broken main tube at the distal end. A piece measuring proximately 21.35 mm x 14.40 mm was not returned with the instrument. Components adjacent to this broken main tube do not. The instrument was found to have detached fragments. The missing piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm prograsp forceps instrument could not be straightened intraoperatively to be removed from the trocar. It is unknown if a fragment fell into the patient and if there was a procedure delay. The procedure outcome is unknown and the reporter was unable to provide the patient outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. Broken main tube with kink in the wrist describes reason instrument and cannula were removed together. There was no port incision increased in order to remove the instrument and cannula together. There was no physical damage and no fragment falling inside patient anatomy. It was not known or very unlikely if the instrument collide with any other instrument or tool during procedure. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.